Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Hcp said the ins does not work and never did; they were unable to clarify the "not worked/never worked' issue. No patient symptoms were reported and no further complications have been reported as a result of this event.